Event description:
A home patient (hp)'s peritoneal dialysis (pd) nurse contacted baxter's technical service center reporting that there was fluid coming out of the end of the patient line, but prime was not completed on the homechoice (hc) machine yet. The technical service representative (tsr) advised the nurse to raise height of the tubing on organizer and the hp resumed prime. The nurse verified that the unused clamps were closed and in the lowest position in organizer. The nurse would call back if issue occurred again. Fluid was no longer coming out of top of the patient line. During a follow up with the nurse regarding the overprime issue, it was revealed that the issue has been resolved, and the hp has been re-trained. Per nurse, there for no defects on the supplies. The nurse stated that the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/19/2010 and 08/26/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 17.47 months, due to unknown reasons. No further details were provided.